Event description:
Chemo oxaliplatin started to infuse over 2 hours as secondary infusion through pump. The secondary tubing connected with equashield closed system transfer device luer lock adaptor. After one hour of infusion, noticed primary bag was infusing instead of secondary bag. Chemo was restarted and delayed discharge.